Manufacturer narrative:
An event regarding a fracture of an omnifit stem was reported. The event was not confirmed. Device history review: indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the exact cause of the event could not be determined because the devices were not returned for evaluation and no patient medical records were provided for review. The cause of the fracture cannot be determined from the limited information provided. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the surgeon revised patient's hip due to broken stem at the head neck junction.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the surgeon revised patient's hip due to broken stem at the head neck junction.